Manufacturer narrative:
Patient weight is unknown. (B)(4) for the reported event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, during the procedure, the balloon burst. It was reported that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.